Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a cracked screen. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment of a cracked screen. The display liquid crystal display was damaged, the hanger assembly was cracked, and the upper case was cracked at boss. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.